Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from their unicel dxc 600 pro synchron clinical system. Reagent probe a was leaking and the drip tray was full. The customer checked the probe fittings and syringe barrel, which were all tight. The customer removed the fitting on reagent probe a and cleaned inside the probe with a q-tip, reseated the fitting, and primed the system. The probe continued to leak. The customer replaced the syringe plunger and primed the system. The probe continued to leak. The customer stated that no erroneous patient results were generated. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011. The fse replaced the vacuum line and valve and verified the repair per established procedures. (B)(4).